Event description:
It was reported that the polyethylene surface would not insert properly. The knee arthroplasty was finished with another implant of the same size.

Manufacturer narrative:
This report will be amended when our investigation is complete.